Manufacturer narrative:
F10 health effect, clinical code: code e0752 utilized; appropriate term "voice alteration" is not available. Proposed second level coding - voice alteration to capture hoarseness or other vocal changes. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿lead pulling sensation¿ is not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is experiencing a lead pulling sensation, pain, and voice alteration for the last nine months. The physician has responded that the cause of the lead pulling sensation is unknown. The cause of the pain in neck and voice alteration is due to presence of vns. The physician is not confident in the cause and is seeking guidance. Intervention was not taken until now and the intervention taken was not specified. The representative was provided a review of the xrays with recommendation for surgical intervention and was requested to provide further information including what intervention had been taken. The rep stated that until now there was no intervention taken place. The neuro surgeon will do a revision surgery based on the review of the xrays provided. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.